Event description:
The customer reported that the tracheostomy tube was placed in the pt for 2 days and leakage of the cuff was found. The pt was re-cannulated with another 6fen tracheostomy tube. The tube was discarded and the lot number is unk.